Event description:
It was reported that when the patient was plugged into to the mobile power unit (mpu), a red battery was illuminated stating no external power. The mpu was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.